Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: micra. Model #: mc1avr1-delsys / expiration date: 14-may-2022 / serial#: (B)(4). UDI #: (B)(4) . No dev rtn to MFR? No. Mfg date: 11-dec-2020. Labeled for single use? Yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that the patient experienced perforation and tamponade during implant of the leadless implantable pulse generator (ipg). The leadless ipg exhibited high thresholds and was recaptured to be redeployed. A sternotomy was performed and drainage was carried out but the patient expired.